Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The magnet has been surgically replaced. Reportedly, the reason was retention issues.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was experiencing magnet retention issues. The internal magnet was explanted and replaced. Investigation revealed that the explanted magnet operates within specification. Therefore it is assumed, that the reported retention issues were caused by a too thick skin flap. This is a final report.

Event description:
The magnet has been surgically replaced. Reportedly, the reason was retention issues.